Manufacturer narrative:
The event date was updated to the implant date as the earliest possible time for event onset (year valid). The analysis interrogation print report indicated the pump was used to deliver baclofen (1000.0mcg/ml, 300.1mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration. The indication for use was not reported. It was reported that the patient experienced hypersensitivity, and the whole system was explanted. The device would not be replaced in the future. The return status of the pump was unable to be determined, but the customer was notified that the product should be returned. No environmental/external/patient factors that may have led or contributed to the issue were noted. No diagnostics/troubleshooting were noted. The issue was resolved. The patient's status was alive - no injury. The patient¿s medical history included parkinson¿s disease. The device serial number was unknown. The implant date, patient weight, and patient age were also unknown, but the manufacturer's representative was going to follow up for more information. The manufacturer's representative was going to obtain information from the hcp on (B)(6) 2018. Information regarding other medications the patient was taking at time of the event was unavailable. There were no further complications reported.

Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was (B)(4). Concomitant medical products: product ID: 8781, lot# 0214680946, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 2019-09-14, (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the event was considered a patient issue. The pump was explanted on (B)(6) 2018 and would be returned. The pump was implanted on (B)(6) 2018. The provided patient date of birth was only year valid.